Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Olympus UK & ireland (okm) inspected the instrument channel of the subject device but no visible signs of damage or metal fragments were found. The exact cause of the reported phenomenon could not be conclusively determined. However, there was the possibility that the reported phenomenon was attributed to the deviation of the usage, because it was reported that the therapeutic device concomitantly used with the subject device was not listed in the instructions for use of the subject device.

Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
A silver fragment came out of this endoscope and fell off into the patient during a procedure. The user couldn't retrieve the fragment and another procedure for removing it from the patient will be scheduled. The user felt resistance when passing a therapeutic device through the instrument channel of this device before the event happened. This facility is concerned that the fragment could be a part of this endoscope because they don't use silver color stents. They only use blue and grey stents.

Manufacturer narrative:
This supplemental report is being submitted to provide additional investigation findings. Based on further investigation findings, although the root cause of the reported event could not be identified, it is likely that the foreign material is (B)(4) (basket-type lithotripter), but this cannot be confirmed. Per the customer, the foreign material comes from non-olympus lithotripter. Foreign material may not have been removed due to physical damage of the device. It was not confirmed whether the reprocessing method deviated from the instruction for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The user reported that the fragment which fell off into the patient body was likely to come from a non-olympus grasping basket. The user is going to contact the manufacturer of the grasping basket. No additional patient procedure was performed to remove the fragment. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.